Event description:
It was reported that the collimator closed down on its own. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and the fluoro functions board. The system operates as intended.